Manufacturer narrative:
On 10/23/2019, the investigation on the suspected medical device was completed. Investigation summary: according to the information provided, it was reported that the patient experienced a deflation on the breast saline implant. During evaluation of the device, it was observed that a material was missing on the posterior aspect, measuring approximately 5.5 x 8.5 cm. No other anomalies were observed. Microscopic examination on the edges of the rupture revealed parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 800cc mentor smooth round moderate plus profile (catalog#: 3502800, serial #: (B)(4)) . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 800cc mentor smooth round moderate plus profile and experienced postoperative right-sided deflation. The deflation was confirmed during implant removal performed on (B)(6) 2019. The replacement implant is a 800cc mentor smooth round moderate plus profile ( catalog #:3502800, serial #:(B)(4) ).